Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this explanted due dislodgement the same day it was implanted, lead was replaced. No additional adverse patient effects were reported